Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the subject device exhibited peeling of the coating on the insertion section. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue was identified. Based on the results of the investigation, and although we could not specify the root cause of the suggested event, it is likely the defect was caused by physical stress such as rubbing or hitting the insertion section, chemical stress by conducting reprocessing not recommended by the instructions for use, or from stress by inferior storage such as storing the device in direct sunlight, under high humidity or temperature, and exposed to x rays and ultraviolet rays. The event can be detected/prevented by following the instructions for use which state: operation manual_ preparation and inspection_ inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. *operation manual_ important information ¿ please read before use warning:do not strike, hit, or drop the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector. Also, do not bend, pull, or twist the endoscope¿s distal end, rigid portion, bending section, control section, universal cord, video connectors, or light guide connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. *reprocessincautiong manual_ compatible reprocessing methods_ compatibility summary caution:methods listed as ¿compatible¿ in table 3.1 are compatible for routine use only when used according to manufacturer¿s instructions. Repeated use and reprocessing of endoscopes and accessories lead to gradual wear and tear furthermore, reprocessing methods that employ higher temperatures and more caustic/corrosive materials may lead to faster deterioration. In general, sterilization processes are harsher on equipment than disinfection processes. Before each patient procedure, inspect the endoscope and accessories for damage, according to the instructions described in this manual and its companion ¿operation manual¿. *reprocessincautiong manual_ storage and disposal_ precautions for storage and disposal caution:to prevent damage, do not store the endoscope and/or accessories in direct sunlight, at high temperatures, in high humidity, or exposed to x-rays, ultraviolet rays, or ozone. Olympus will continue to monitor field performance for this device.